Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to position the knot; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was achieved using two proglide devices via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after the evar procedure was completed, when tension was placed on the blue/rail suture, the proglide knot appeared to be tightened/locked out of the skin and would not advance. The second proglide suture was used with the same result. A sheath was inserted to control bleeding. Hemostasis was achieved by surgical suturing. The physician is reported to be trained in the use of the proglide device and in-training for the pre-close technique. No additional information was provided.